Event description:
In 2005 during cardiac catheterization intervention of diagonal in attempting to move stent-stent embolized off balloon I delivery system. Numerous attempts to retrieve stent-unable to snare. Stent in branch off the right superficial femoral artery. Pt to be monitored at this time no harm to pt.